Event description:
It was reported that during a pci procedure, the quantum maverick monorail ptca catheter balloon ruptured at 14 atms. The number of inflations and to what atms is unknown. The lesion being treated was a calcified, 90% stenotic lesion in the mid right coronary artery (rca). The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as "good".

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.